Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and pain. The pt was seen at the ctr for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed revealed out of range impedances on several electrodes. The pt's c1 device was explanted.